Event description:
An intraocular lens implant was being prepared for insertion. The haptics were attached. The first haptic loaded in the cartridge and the lens folded nicely with the trailing haptic folded into cartridge. The cartridge was placed in the monarch lens loader. As the lens was pushed forward, the leading haptic broke off. A new lens and cartridge were used with the same loader and the new lens was successfully implanted. No harm came to the patient. The staff member that reported this event to clinical engineering also mentioned that while she has never seen this happen before, she did recall an event a few months prior to this event in which the lens was opened on the field and a haptic was missing on first inspection.